Manufacturer narrative:
Serious injury field was selected in error in initial medwatch (B)(4) and should have been malfunction. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product development investigation has been completed. Device history record (DHR) review, visual inspection and drawing review were performed as part of this investigation. The complaint condition is confirmed as the extractor and nail were received stuck together and could not be separated. Witness marks consistent with implant were observed on the surfaces of the proximal and distal holes of the nail. The balance of the each device shows light surface wear and is in functional condition. The threaded region of each device could not be inspected as the devices could not be separated. Replication of the complaint condition is not applicable as the devices could not be separated. The returned nail and nail extractor are part of the trochanteric fixation nail advanced (tfna) system and referenced in the tfna technique guide. The extractor is used for nail removal by being threaded into the top of the nail. Relevant drawings were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. No definitive root cause was able to be determined. However, the condition appears consistent with galling or cross threading of the thread junction causing the parts to adhere together and preventing disassembly. Date of event is unknown. Device was used on (B)(6) 2017 during the surgery and was found stuck on (B)(6) 2017. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). (B)(4). The subject device has been received and is currently undergoing investigation. A device history record review was performed for the subject device lot. Manufacturer: synthes (b)(5). Date of manufacture date: may 13, 2016. Expiration date: apr 30, 2026. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a nail extractor was used to remove a 11mm/130 degree titanium cannulated trochanteric fixation nail advance 170mm ¿ sterile (tfna) nail during a revision surgery held on (B)(6) 2017, see related (B)(4). There were no issues with device removal reported during the surgery. However, upon receiving the two (2) devices from sterile processing on (B)(6) 2017, it was found that the nail extractor and tfna nail were stuck together and remain that way. This report is 2 of 2 for (B)(4).